Event description:
A caller reported experiencing a cartridge alarm 20 with their insulin pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer support confirmed the recurring issue from the pump's history and decided to replace the pump. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery continuity. They were informed that the replacement pump would come with updated software, and instructions were provided for placing the faulty pump into storage mode before returning it to tandem. The customer acknowledged the instructions and confirmed their understanding.